Event description:
Additional information was received from the customer that the event occurred during an endobronchial ultrasound procedure. The black debris was no longer seen again after changing the bronchovideoscope and it was never retrieved. There were no further reports of patient harm. This supplemental report is being submitted to provide additional information.

Event description:
Medsun report number (B)(4) received and reports the following: black debris/speck was seen on initial patient airway inspection. Scope was removed and another scope was used to complete case.